Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a line of missing pixels across the pump touch screen. Reportedly, the customer was still able to utilize and see all the texts and graphics on the screen. There was no impact to the customer's blood glucose level.